Event description:
It was reported that due to erosion and scrotal pain the patient had his inflatable penile prosthesis (ipp) explanted. It was explained that the device tubing had eroded through his scrotum, and according to the physician the cylinder would soon erode as well and puncture through the corporal tissue and skin. The physician will reimplant the device after the patient has healed. The patient was stable following this surgery.

Manufacturer narrative:
Change to remedial act unit and correction/removal reporting # to include recall information. Upon receipt at our post market quality assurance laboratory, the ams 700 momentary squeeze (ms) pump was visually inspected, and no leaks were found. The pump was functionally tested and did not pass the activation test. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Product analysis was unable to confirm the reported allegations related to "erosion" and "pain"; however, product analysis identified pump malfunction.

Event description:
It was reported that due to erosion and scrotal pain the patient had his inflatable penile prosthesis (ipp) explanted. It was explained that the device tubing had eroded through his scrotum, and according to the physician the cylinder would soon erode as well and puncture through the corporal tissue and skin. The physician will reimplant the device after the patient has healed. The patient was stable following this surgery.